Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) had swelling and developed hematoma. Additional information indicated that the main issue was hematoma which needed to be drained. This ICD was explanted. No additional adverse patient effects were reported.